Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly and the pump shut off. Review of the pump history during troubleshooting showed that the pump was last charged to 55% on (B)(6) 2017 and the pump depleted as expected prior to the shutdown. In addition, it was confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. The customer¿s blood glucose (bg) level was over 400 (mg/dl). A manual injection was administered to address bg level. Reportedly, the customer changed out the cartridge and infusion set site and resumed insulin via the pump.